Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. The suspect device passed flow control valve characterization and no anomalies were reported.

Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) alarms while using the avea ventilator. The issue occurred during patient use. The customer reported the suspect device was removed from the patient and the patient was place on another ventilator. The customer reported no harm done to the patient.